Event description:
It was reported that the customer's fill estimate was inaccurate after overfilling the cartridge with cold insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. In addition, the user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.